Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer received a questionable results for igg antibodies to cytomegalovirus (cmv igg). The initial result was 11.95 u/ml and was reported outside the lab. A new sample collected on (B)(6) 2015 had a result of 0.2 u/ml. A backup sample from (B)(6) 2015 was then tested and the result was 0.2 u/ml. The patient was not adversely affected. The reagent lot number was 185518. The expiration date was requested, but was not provided. Field service checked the system for half year maintenance.

Manufacturer narrative:
A specific root cause could not be identified. A sample pipetting issue could be excluded. A carryover issue in the measuring cell caused by a temporary blockage of the sipper flow path by a clot or a defect of the pinch valve tube was the most likely cause.